Manufacturer narrative:
This MDR is being filed in response to invacare's commitment to FDA (B)(4) to review all adverse event files processed in the last two years and to file mdrs as necessary, based on invacare's newly revised complaint handling procedure and work instruction. Consumer reclined their chair and observed smoke. No injury is reported. User remained stable in the chair. MFR spoke with the dealer. The consumer was tilted back and the unit stopped working. Then there was smoke and a burning smell. Upon inspecting the unit, the dealer stated that there was no water ingress in the chair. When the dealer opened the tram box, a wire was allegedly burnt inside the box. The chair was still driving; however, the seat would not tilt. The dealer reports that the damage was contained in the metal box.

Event description:
The consumer states when she tried to tilt the chair, a cloud of smoke allegedly came out. The chair is allegedly locked in a slightly tilted and reclined position, and has a burning smell. No injury is alleged.